Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a piece from a sureform stapler 60 blue reload was found inside the patient. The piece was removed during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform stapler 60 blue reload has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the provided images was conducted are consistent with the alleged complaint of a piece falling off the sureform 60 stapler blue reload. Root cause of the failure mode cannot be confirmed without the returned device. A log review of the instrument log was performed. 2 sureform stapler 60 blue reloads were used in the sleeve gastrectomy procedure on (B)(6) 2022 via system sk2003. Both are single use accessories. Sureform stapler 60 blue reload (part # 4360b-08 / lot # t90220322. Sureform stapler 60 blue reload (part # 4360b-08 / lot # l90220314 - photo indicates the fragment came from this reload. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted sleeve gastrectomy surgical procedure, a piece from a sureform stapler 60 blue reload was found inside the patient. The piece was removed during the same procedure.